Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 7-june-2024, it was reported that patient faced severe allergic reaction. No further information available.